Event description:
The report received indicated that the smart control system separated in three places while on the wire. Further info indicated that the problem occurred after the stent had been deployed, there were no problems during or with the stent placement; however, the problem occurred during removal of the delivery system. According to the reporter, the wire used was a hydrophilic wire and when the wire is not properly lubricated, the coating becomes a gel; as such, the wire got stuck to the wire lumen of the stent delivery system (sds). While removing the sds from the pt, the physician encountered resistance, the physician continued to pull with some force; at that time the physician identified the device separation. Fortunately, all the catheter pieces remained on the wire, the physician removed both, the delivery system and the wire, as a single unit; as such, the entire device was removed from the pt without complications; there was no report of injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.